Manufacturer narrative:
The tandem t:slim x2 pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate when attempting to load a cartridge. Reportedly, the cartridges were filled with 295-300 units of insulin. The customer declined to perform troubleshooting with tandem technical support as a new cartridge had been loaded, and an accurate fill estimate was observed. However, the customer uses humalog insulin and the cartridge is changed every 4-5 days. There was no reported impact to the customer's blood glucose level.